Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 300cc gel breast prostheses when the right breast prosthesis ruptured after implantation. In addition, the patient developed bilateral capsular contracture (baker grade ii in left breast, baker grade iii in right breast). As a result, the patient underwent unilateral explantation and replacement of the right breast prosthesis. It was replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. The patient¿s left breast prosthesis was not removed. This medwatch report is for the patient¿s left breast prosthesis.